Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using an amplatzer torqvue 45x45 delivery sheath. It was reported that there were some difficulties during the procedure before the successful implant. Post-procedure there was a small pericardial effusion noted via transesophageal echocardiogram. The patient was given anesthesia and an arterial line was inserted. The effusion grew from 2mm to 15mm and the decision was made to perform a pericardiocentesis. 400cc of blood was drained from the pericardial space. The patient remained stable but was transferred to the operating room for surgical removal of the occluder and ligation of the left atrial appendage (laa). A small perforation was seen by the surgeon in the anterior lobe of the laa. The patient's activated clotting time was reported to be therapeutic and in line with the information for use. Heparin was administered prior to transseptal puncture.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. During the procedure, the patient's activated clotting time was reported to be therapeutic and in line with the instructions for use (IFU). Heparin was administered prior to transseptal puncture. It was reported that there were some difficulties implanting the device during the procedure. There was challenging anatomy with several repositioning attempts. Post-procedure, there was a small pericardial effusion noted via transesophageal echocardiogram (tee). An arterial line was inserted. The effusion grew from 2mm to 15mm, and the decision was made to perform a pericardiocentesis. 400cc of blood was drained from the pericardial space. The patient remained stable but was transferred to the operating room for surgical removal of the occluder and ligation of the left atrial appendage (laa). A small perforation was seen by the surgeon in the anterior lobe of the laa. The user stated that the reason for the perforation was believed to be caused by the distal end screw of the 25mm amulet occluder.

Manufacturer narrative:
An event of pericardial effusion and cardiac perforation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the implant procedure encountered difficulties and that there were multiple repositioning attempts as a result of the patient's challenging anatomy. The field also indicated the patient's activated clotting time was reported to be therapeutic and in line with the instructions for use and heparin was administered prior to the trans-septal puncture. The surgeon believed that a very small hole in the anterior lobe of the appendage inflicted by the distal end of the amulet during the procedure was the reason for the pericardial effusion. However, based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of a perforation caused by the maneuvering of guidewires and sheaths within the heart. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use if device repositioning is required: partially recapture the device by maintaining tension on the delivery cable and readvancing the delivery sheath to retrieve the disc and part of the lobe until the platinum thread marker is aligned with the distal edge of the delivery sheath¿s marker band. Do not retract the device any farther to prevent damaging the delivery sheath. Warning: if the device is retracted farther than the radiopaque markers, do not readvance the device or perform injections. The device and the delivery sheath must both be removed and replaced.